Event description:
It was reported that the device was at elective replacement indicator and had premature battery depletion. It was further reported that the ventricular lead had high impedance and high thresholds. It was noted that the patient's blood pressure was low. The device will be explanted, the lead will be capped and both will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.